Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 505 mg/dl. Customer's current blood glucose level was 411 mg/dl. Customer had symptoms such as thirsty, stomach ache, urination. Customer was treated with manual injection. There was no air bubble or leak. Customer stated that the buttons were hard to press. Customer did not allege for under delivering. Drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.